Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the presence of foreign material was confirmed. The cause of the foreign material remaining in the device was attributed to incomplete reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the air/water channel cleaning adapter was not being incorporated during bedside cleaning as instructed in the reprocessing manual, during leakage testing the facility was currently using a hand pump that was validated for use on small body scopes and not for use for large body scopes, aspiration after brushing was not being performed and during manual flushing of channels the auxiliary channel was not being flushed during reprocessing, but the injection tubing was being used properly to flush suction and air/water channel the ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
During an in-service, covering bedside cleaning and manual cleaning of scopes with facility staff it was identified that the air/water channel cleaning adapter was not being incorporated during bedside cleaning as instructed in the reprocessing manual, during leakage testing the facility was currently using a hand pump that was validated for use on small body scopes and not for use for large body scopes, aspiration after brushing was not being performed and during manual flushing of channels the auxiliary channel was not being flushed during reprocessing, but the injection tubing was being used properly to flush suction and air/water channel. No patient infections or injuries reported.